Event description:
It was reported that during implant, the stylet was "sticky" when put into the lead. The lead was not used, and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary; (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the helix was bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was received with the helix fully extended. When the helix was extended during the procedure, the is-1 connector pin was turned an excessive number of times resulting in the distortion of the distal conductor within the connector.